Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 215 mg/dl. The insulin pump was not working and it was showing a blank display. Customer stated that the contacts on the battery cap were not missing or damaged. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. (B)(4)..